Manufacturer narrative:
(B)(4). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported f-62 alarm was not verified during the inspection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-62 alarm (malfunction in memory back up battery voltage detection circuitry). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event.